Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies, and none were found. Ran occlusion testing, and no occlusion was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed multiple no delivery alarms when the reservoir got down to eight to nine units during bolus delivery. Customer's blood glucose was 250 mg/dl. During troubleshooting, insulin did not exit and the insulin pump alarmed a no delivery alarm during a fixed prime. Customer was advised that the alarm was caused by set and reservoir connection. Customer was advised that the reservoir and infusion set will be replaced. Customer will not be returning the reservoir for analysis.